Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, although a conclusive root cause could not be determined, it is likely that a blurry image was displayed due to the following: - the entire image was blurred due to damage to the ccd unit - the entire image was blurred due to sliding error of movable l-range that occurred in the zoom scope - blurring the entire image occurred within the allowable range - the entire image was blurred due to damage or deformation of the connector testing and inspection confirmed the customer¿s complaint (switch number 1 and number 2 are not working) was confirmed, the switch pcb board was damaged. The following was also found by testing and inspection: due to deformation of scope connector, water tightness is lost. The connector cover was shaved due to handling, the adhesive on the bending section cover was detached, due to physical stress the protector of the universal cord on the scope connector side has a scratch, due to wear of angle wire, bending angle in up/down and left/right direction does not meet the standard value. Due to deformation of bending tube, the play of right/left and up/down knob is out of the standard value. Due to damage on charge-coupled device unit, the specified resolving power is not obtained. Due to clogging of nozzle, water removal ability does not meet the standard value. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that a cv 150 processor air switch, scope remote switch number 1 and 2 are not functioning when connected to the subject device, gif-q150. There were no reports of patient harm associated with this event. The subject device was sent back to olympus for evaluation. During inspection and testing the following was found: image is blurry. This report is being submitted for the malfunction found during evaluation (image is blurry).